Manufacturer narrative:
(B)(6). Date of report: 07aug2019. The customer requested information on the power switch overlay. Troubleshooting was performed with technical support and the customer replaced the power button overlay and the device was returned to use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit cannot power down using the power switch. There was no patient involvement.